Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2019-04959. Related manufacturer reference number 3006705815-2019-04960. It was reported that patient underwent surgical intervention on (B)(6) 2019 wherein the entire system was explanted. No additional information was provided.

Event description:
Additional information received identified that the system was explanted because patient experienced ineffective therapy.

Manufacturer narrative:
Analysis of the returned ipg found it had no physical anomalies, communicated with all lab utilities and passed all functional testing. No anomalies were identified that would have existed prior to explant that would have contributed to the alleged complaint.